Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The redmi note 8 xiaomi device has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Caregiver reported the low glucose alarm did not sound and customer experienced dizziness when he woke up from bed. A sensor reading of 53 mg/dl was obtained and customer was provided sugar, he subsequently lost consciousness. Customer was administered glucagon, soon after he experienced seizures and ambulance was called. Customer was taken to the hospital where he was provided with several yogurts, juice and cookies. There was no report of death or permanent injury associated with this event.